Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient¿s ipg battery has migrated. It was noted that the battery has turned sideways causing the patient to have difficulty charging device. Ipg pocket revision surgery is anticipated but has not occurred.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced on (B)(6) 2016 the patient had experienced a weight gain and the ipg had turned sideways. Therapy was resumed.